Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling procedure. According to the complainant, during the first side of the procedure, the mesh carrier would not release from the delivery device shaft tip. After several attempts, the mesh carrier did release into the tissue, however, it was not in the desired location. During the attempts to release the carrier, the mesh became stretched and could no longer be utilized. The entire device was removed from the patient. The physician did encounter tough tissue during the removal of the device. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a (B)(4) sis system was used during a mid-urethral sling procedure. According to the complainant, during the first side of the procedure, the mesh carrier would not release from the delivery device shaft tip. After several attempts, the mesh carrier did release into the tissue, however, it was not in the desired location. During the attempts to release the carrier, the mesh became stretched and could no longer be utilized. The entire device was removed from the patient. The physician did encounter tough tissue during the removal of the device. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device revealed no defects to the mesh carrier or delivery device. It was noted that the mesh body was stretched at one end.